Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that despite multiple attempts with different usb cables and adapters, the customer was unable to charge the pump. Reportedly, the customer had "hold the cable in place" for the pump to initiate charging. There was not impact to customer's blood glucose level. Reportedly, the customer would continue to use the pump for insulin therapy and had manual injections as alternate insulin therapy.